Manufacturer narrative:
H10. Additional information - g4, device information was not provided. H6 medical device problem code. H6. Investigation results - the cause of the patient's condition/revision as related to the devices cannot be conclusively determined, insufficient information. The patient had bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement in 2007. They subsequently had their right knee revised (B)(6) 2017, approximately 10 years after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.